Event description:
In (B)(6) 2014, the patient underwent left side ifuse si joint arthrodesis where three implants were placed. The patient did not have pain relief following the prodedure. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the implants. The condition of the patient following the revision surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: 1st (superior): ifuse implant, (B)(4), lot# i0856, manufactured 11/15/13, expires 2018-11 2nd (middle): ifuse implant, (B)(4), lot# i0892, manufactured 05/19/14, expires 2019-02 3rd (inferior): ifuse implant, (B)(4), lot# i0885, manufactured 03/26/14, expires 2018-12.